Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a citation: badger, c., singha, s., chen, h., arnold, m., hosseini, n., njonkou-tchoquessi, r. L., labib, m. A., majmundar, s., cherian, j., gandhi, d., & miller, t. Incidence and risk factors for delayed structural changes in pipeline embolization devices. Journal of neurointerventional surgery 2026. Doi:10.1136/jnis-2026-025026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of residual aneurysm, severe endothelial hyperplasia, balloon angioplasty, stenosis, transient ischemic attack, braid deformation including braid collapse, fish mouthing, or foreshortening in association with pipeline embolization. The timeframe of this study is from november 2011 to april 2024. The purpose of this article was to define the incidence and evolution of delayed braid deformation (dbd), as well as to identify procedural and anatomical factors associated with the phenomenon. Dbd was defined as any structural alteration in the configuration of the flow diverter observed on follow-up imaging that was not present on immediate post-deployment angiography and that resulted in narrowing of the parent vessel lumen. The authors reviewed 566 cases of patients treated for aneurysms using pipeline embolization device. Of the 566 patients, the average age was 57 years, 482 were female and 84 were male. The article states delayed braid deformation with use of the pipeline in 59 cases. Most events observed likely correspond to patterns consistent with braid collapse, fish-mouthing, or foreshortening. Twenty-one of these patients demonstrated spontaneous improvement or resolution of braid deformation on follow-up. The following intra- or post-procedural outcomes were noted: residual aneurysm present in 114 patients severe endothelial hyperplasia in 4 patients two required balloon angioplasties parent vessel closures in the other 2 parent vessel stenosis caused by braid deformation two patients presented with transient ischemic attack symptoms.